Event description:
First implant was done in (B)(6) 2012 fast forward to (B)(6) 2018 as I was leaving the dr office, I heard a loud pop. I thought I just stepped the wrong way, proceeded to the elevator and was in a lot of pain. As I was walking the pain got more intense and I couldn't walk without the help of someone. I got into the car thinking that would help got home and I couldn't get out of the car, paramedics had to be called to assist me in getting out. They took me to the hospital where they ran test and told me that the liner of my implant had broken. I was in the hosp for a week and from there I was admitted into a rehabilitation for 30 days and from there I went home in a wheelchair and on a walker; it took 6 months to find a dr to do the surgery because the dr which originally did the surgery retired and no one wanted to do the surgery because of who I was and my size. So after that I finally found one that told me it should not have mattered my size just do the surgery; so the revision was done on (B)(6) 2019 and I have a serious limp still in pain, can't lay on my right side for too long, can't sit or stand for long periods of time. So now here we are, I can't go back to work and have to rely on pain medicine which I have not taken until now. FDA safety report ID# (B)(4).